Event description:
It was reported that the patient's left femur was revised due to metal fatigue causing the gamma nail to break at the junction with the lag screw.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that the patient's left femur was revised due to metal fatigue causing the gamma nail to break at the junction with the lag screw.